Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards and related connections were reseated, the camera connections were reseated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was intermittently turning off by itself. The system was shutting down. There is no report of patient injury associated with this event.